Event description:
It was reported that during implant attempt, sensing and pacing losing. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed). The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.